Event description:
It was reported that during a cleaning procedure the insert broke in the patient's mouth and the pt swallowed the tip. The pt was sent immediatley for medical eval and the doctors retrieved the tip with a scope procedure. It was reported that the pt was doing fine.